Event description:
See initial report.

Manufacturer narrative:
H.10: the affected clamp was returned to the manufacturer site for investigation and repair. The reported issue could not be reproduced during investigation tests. The potentially involved component is the photoelectric barrier which need to be replaced. However, the customer rejected the offer for device repair thus the unit will not be repaired and will be returned to the customer labeled for no clinical use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the scp erc tubing clamp 620 mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a scp erc tubing clamp 620 mm was giving two error codes associated to the photoelectric barrier and to the clamp motor during a procedure. There was no report of patient injury.